Event description:
The customer stated that she took back to back blood glucose tests and received readings of 600 and 227 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer stated that she took insulin based on the high readings and became hypoglycemic. Her blood glucose readings were 36 and 47 mg/dl. The customer did not state whether or not treatment was needed. The strips are to returned for evaluation, and replacement strips will be sent.